Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump stopped working." Reportedly, the customer acknowledged that an unknown liquid was spilled on pump preventing the pump to operate as expected and declined to troubleshoot or provide additional information.